Manufacturer narrative:
(B)(4). The incident sample was requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a procedure, a piece of the electrode detached from the device and fell within the patient. The component was retrieved and removed from the patient.

Manufacturer narrative:
Medtronic reference #: (B)(4). Date of initial report: 12/20/2016. Date of follow-up report: 02/20/2017. One lf5544 was received for evaluation. Visual inspection found the knife is trapped and protruding from the jaws. The investigation found the knife is trapped and protruding from the jaws. The knife was not missing or detached from the device. All parts of the knife were present and still attached to the device. The knife did not extend or retract when the trigger was activated. Knife trap happens when the blade is extended and the jaws are not completely closed. This allows the knife track to open too wide and the blade moves out of its track. As a safety measure, the knife must be retracted in order to open the jaws. The tissue in the webbing may have prevented the knife from retracting far enough to allow the jaws to open. More frequent cleaning could have also reduced the difficulty activating the knife. The investigation identified the root cause of the reported event to be user error. The IFU states: the IFU cautions: do not turn the rotation wheel when the handle is fully closed and latched. Product damage may occur. Do not apply force to the shaft of the instrument causing tension or bowing as this could make the knife difficult to deploy and the trigger may not return to its normal position. The IFU states to gently pull the cutting trigger to engage the cutting mechanism. The IFU cautions confirm that the jaws have reached the closed position and are locked (the handle is latched) before activating the cutter. No trend has been identified. No corrective action is required, because no trend has been identified. Manufacturing non-conformance review is not required since the lot number is unknown.